Manufacturer narrative:
The sodium electrode lot number was dtp66, with an expiration date of 07-apr-2026. Calibration and controls were acceptable. The field service engineer determined there was an issue with reaction cell alignment. The reaction disc holding the cells was misaligned. The reaction disk/reaction cells and all probes were adjusted. A hardware check test and controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for patient samples tested with the sodium electrode on a cobas 6000 c (501) module. The customer provided examples of two patient samples with discrepant sodium results. The first patient sample initially resulted in a sodium value of 150 mmol/l accompanied by a data flag. The medical team questioned the result, so the sample was repeated on an abl 90 radiometer instrument. The repeat sodium result was 142 mmol/l. The repeat value was deemed correct because it matched the patient's previous history. The second patient sample initially resulted in a sodium value of 174 mmol/l accompanied by a data flag. The sample was repeated, resulting in a value of 138 mmol/l.